Manufacturer narrative:
Lot number and expiry information are not available at this time investigation : per the customer, the case was reviewed with their medical team and they have determined that there does not appear to be a significant donor-related issues based on the cbc numbers. The run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly a result of an escape of wbc from the lrs chamber near the end of the platelet collection. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related due to elevated %mono on the donor cbc for his wbc differential. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation : the donor pre procedure cbc results were provided to aid in the investigation. The donor cbc confirmed the following: the donor's wbc is 9.16e3/ul. Although it is slightly elevated, it is within the normal range of 10e3/ul. The donor's platelet count is 395e3/ul. Although it is slightly elevated, it is within the normal range. 5-part differential confirmed that the % monocyte count is 10.9% which is outside the normal range. Root cause: the signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly a result of an escape of wbc from the lrs chamber near the end of the platelet collection. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related due to the donor's elevated % monocytes, which may have an impact on the lrs chamber holding capacity, hence reaching lrs saturation earlier than the system predict.

Manufacturer narrative:
This report is being filed to provide additional information in h.4, h.6 and h.10 and corrected information in d.2 and d.4. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow up report will be provided.